Manufacturer narrative:
The device was not returned for evaluation as the device was discarded. Review of device history records found these units were released to distribution with an unrelated deviation or anomaly. Review of complaint history found no additional issues for this part/lot. The complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Following review, no new risks were identified. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08079.

Event description:
It was reported during a total hip arthroplasty two (2) drill bits fractured. The fractures occurred outside of the bone, no pieces fell into the patient¿s wound, and there was no reported delay in the procedure. The screws are self-tapping so the surgeon was able to complete the procedure successfully. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided. This complaint is associated with lot number 370900.